Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed crack in housing. The receiver failed to boot and charge due to - perpetual rebooting. Open receiver and interior inspection: pass. Detached ui pcba, and retrieve the receiver download: passed. Receiver log review: pass. Perform comm tool mono tone test: pass. Perform comm tool audio test: pass. The complaint could not be confirmed because the receiver passed all testing..the reported event of an intermittent audio output was not confirmed. A root cause could not be determined.